Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope experienced bending manipulation and air/water leaking from the channel. It was unknown when the event occurred. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign objects found within the channel. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was no small brush passage due to a foreign object found inside the channel. The brush was stuck inside the balloon channel. Additionally, there was a leak at the biopsy channel. The image was broken from elements. The insertion tube had surface scratches. The light guide tube had surface scratches. The insulation required changing. The connector was wet after aeration. The control knob movement play was loose when angulating in the up/down direction and was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the investigation results, the root cause and nature of the foreign material could not be identified, it is likely the following led to the malfunction: leak failure occurred in the biopsy or instrument channel, so reprocessing could not be completed, and the foreign material remained inside the channel. For the following events the root cause could not be identified: ¿ event 2: cut on pink probe. ¿ event 3: missing forceps elevator adhesive around forceps cover. ¿ event 4: no small brush passage due to foreign object inside channel. ¿ event 5: foreign object inside channel. The event can be [detected/prevented] by following the instructions for use which state: chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 reprocessing workflow for endoscopes and accessories chapter 9 reprocessing the endoscope (and related reprocessing accessories) olympus will continue to monitor field performance for this device.